Event description:
This case was reported by a lawyer via a complaint and described the occurrence of neuropathy in a (B)(6) male pt who received poligrip extra care with poliseal for fitting of dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip extra care with poliseal (dental) at unk dosing. Approximately 2 yrs ago in 2006, the pt experienced neuropathy and neurological disorder. This case was assessed as medically serious by gsk. Treatment with poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. According to the complaint, the pt got dentures ten yrs ago and poligrip extra care with poliseal was his product of choice. The pt's denture adhesive poligrip extra care with poliseal product "causes the body to absorb an excessive amount of zinc, resulting in neuropathy." The pt discontinued use of poligrip extra care with poliseal about two yrs ago in approximately 2006, after he was diagnosed with "neuropathy attributed to excess zinc and copper depletion attributable to poligrip extra care with poliseal." Although zinc and copper levels have returned to normal after ceasing the use of poligrip extra care with poliseal, "he now suffers from profound and permanent neurological and other injuries attributable to his poligrip extra care with poliseal use," which injuries have left him unable to perform his normal, customary and daily activities. The pt alleged that these injuries and disabilities are a result of an "actionable defect" in the poligrip extra care with poliseal product used by the pt.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2008-00015. Poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).